Manufacturer narrative:
The investigation into this reported event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by distributor in (B)(6), hospital has a surgeon who is having issues with the smart port. After being implanted the right side placement catheters tend to curve. The curve created sometimes causes the tip to rest against the wall of the ivc, affecting aspiration. In this one case, the physician opted to have the port/catheter removed and replaced. The patient's condition is reported as "stable." The used device has been discarded.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h787ct75stsa0) in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The three lots obtained through the shr were (5254793, 5272511 and 5254792). The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter malposition. " no adverse trend was indicated. The initial MDR report was sent based on information that the port was removed due to the tubing issue (malpositioned). Subsequent information from the end user revealed that port was not removed, the catheter tubing was just re-positioned. Angiodynamics has since deemed this to have been a non-reportable event. Angiodynamics medical affairs staff were consulted regarding this complaint event. They were also forwarded x-ray images for review. No definitive root cause could be determined. Medical affairs created a list of additional questions/images for the hospital which was forwarded to them through the distributor (in australia). There has been no response from the hospital. (B)(4).